Manufacturer narrative:
(B)(4). The product analysis found: condition upon receipt: 1 un-sealed sample, part number 8229307, from lot number 0209437131 received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. This malfunction may occur from over manipulation / bending. Visually, the blue with clear band electrode wire was out of its lumen, bent and puncturing through the approximate center of the cuff leaving 1/2¿ exposed which would have resulted in the reported event. The other three electrodes were straight and within their respective lumens. The cuff was cut open for analysis purposes and no further evidence was obtained as a result. The emg tubes assembly instructions instruct the assembler not to bend the tube during (electrode) wire insertion and to verify 100% that the cuff stays inflated after harnessing. The instructions also state ¿visually verify that all four electrode wires do not poke through sides of lumen, main tube shaft, cuff, or through sides of lumens including under the cuff.¿ the packaging (pouch) showed no definitive evidence that would suggest shipping and handling damage. It was reported, that the product was ok before use. The extent of the damage observed during the analysis would have been immediately noticeable prior to use through visual means and functional tests indicated in the instructions for use. The instructions for use state that there is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation.

Event description:
It was reported by the sales rep that the patient underwent endoscopic-assisted bilateral extended radical resection of thyroid cancer surgery. The product had been examined before use, and there was no abnormal condition. When inflating the balloon after the tube was intubated to patient's trachea, it was found that the balloon had leakage and couldn't be inflated. The wire went through the lumen and punctured patient's vocal cord. The doctor replaced the endotracheal ventilation tube with a new one, sutured the wound to achieve homeostasis and continued to complete the surgery. The solution is effective. There is impact on patient's vocal cord.